Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected alarms. The customer¿s blood glucose level was unknown. Customer stated that they had error messages and it's been constant and had power error detected alarm. It was reported that they had power error detected recurred within a week of troubleshoot of the previous occurrence. The customer was advised the pump will need to be replaced and was advised to refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received power error due to j6 connector resistance issue.